Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: 5076-52, implantable pacing lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that one month after implant, the patient became septic. An echocardiogram showed vegetation on the right ventricular (rv) lead and bicuspid valve. The pocket did not appear infected. The implantable cardiac defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.